Manufacturer narrative:
This report is being filed on an international product list 2k91-78, that has a similar us product distributed in the us, list 2k91-33. Postal code of (B)(6) was entered due to system format. No initial reporter postal code was provided. Phone of (B)(6) was entered due to system format, entire phone is (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account observed false elevated architect ca 19-9xr results processed on the architect i2000sr on a patient that had an endoscopy procedure due to the elevated ca19-9 results. The account stated a patient generated architect ca19-9xr undiluted: 989.81u/ml, and instrument¿s 1:10 diluted result: 1464.67u/ml on (B)(6) 2021. The customer reported the undiluted result 989.81u/ml to the physician. As part of troubleshooting, the sample was repeated with the undiluted result: 976.8u/ml, and instrument¿s 1:10 diluted result was 1396.71u/ml. Historically, this patient has interfering substances so the account conducted the heterophilic antibody blocking test. The hbt-1 test result was 351.5u/ml, and the hbt-6 test result was 135.37u/ml, showing that there was heterophilic antibody interference present in this sample. The account stated other test results were normal, roche electrochemiluminescence was 16.05u/ml. The patient has a ca125 of 101.3u/ml, and the ca125 results of tuberculosis patients are elevated. The patient, (B)(6) year old female, chinese han nationality, has tuberculosis, and had not been diagnosed with cancer or pancreatic cancer. The account stated the patient started using anti-tuberculosis drugs and after using the drugs presented with impaired liver function and stomach cramps from the drugs. The account stated that due to elevated ca19-9, the clinical physician had already conducted procedures, including endoscopy and abdominal b-mode ultrasound, on the patient in order to rule out diseases. No adverse patient outcomes were caused by the endoscopy and abdominal b-mode ultrasound procedures. Endoscopy and abdominal b-mode ultrasound were performed on the patient due to elevated ca19-9 results with no adverse patient outcomes caused by the procedures.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, review of complaint text, trending data, labeling, device history records and historical performance of reagent lot 22002m800. A ticket search for lot 22002m800 did not identify an increase in complaint activity related to the issue under review. A review of ticket trending data for the architect ca 19-9xr was performed with no adverse trends identified. Labeling was reviewed and found to adequately address the issue under review. Device history record review was performed on lot 22002m800 which did not show any potential non-conformances, deviations, or non-conformances related to the issue under review. The historical performance of reagent lot 22002m800 was evaluated using worldwide data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 22002m800 is inside the established control limits, which indicates acceptable product performance. The patient had an unnecessary endoscopy procedure due to the false elevated architect ca 19-9xr result and had not been diagnosed with pancreatic cancer. Based on the complaint information it was determined the adverse event is due to incorrect use of the assay. Use error may have contributed to the falsely elevated results as further testing on the patient sample indicates a possible interferent. Based on the investigation, no systemic issue or product deficiency of the architect ca 19-9xr reagent lot 22002m800 was identified.